Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had keypad issue and had to click buttons twice to work. The customer blood glucose level was unknown. It was also reported that also received unexplained no delivery alarms and very hard to see and read the screen. The insulin pump will not be returned for analysis.